Manufacturer narrative:
Unit had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unit had minor scratched display window, cracked reservoir tube lip, and moisture damage on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. The insulin pump would not rewind. Customer's blood glucose level was 2.0 mmol/l. The customer was wearing their insulin pump when they went into the pool. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.